Manufacturer narrative:
A titan pump and a detached inlet tube with connector were returned for analysis. A separation was noted in the pump body area. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on both exhaust tubes of the pump. Abrasion was noted on the detached inlet tube. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Date of implant: 11/2019.

Event description:
According to the available information, the pump was collapsing during the inflation process and a squishy noise was occurring. The device was revised/replaced. A pump fracture was immediately identified after the pump was taken out of the capsular pocket. Tubing was also removed and a defect was identified on the clear tubing near the pump on the right side. A break in the tubing had occurred 3-4 cm from the pump housing.